Event description:
Consultant reports during a hearing aid implant anchor procedure, surgeon broke off three (3) 1.3mm self drilling screws. It is reported the first screw was replaced by a 1.85mm 5mm matrix neuro screw that did not purchase. Surgeon then replaced that screw with a 1.5mm 5mm screw and it was successfully seated. The other two (2) screws broke off in the same fashion and were replaced with 1.3mm, 5mm length screws after being tapped. Two (2) fragments of threads from the screws were not retrieved and were left in the patient. It is reported procedure was delayed approximately 10 minutes. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.